Event description:
The customer contacted heartsine to report that they had difficulty powering on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that they had difficulty powering on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that they had difficulty powering on their device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported event to be corrosion on the underside of the on/off button dome due to storage outside of indicated conditions. Upon receipt, the device was intermittently unable to be turned on or off upon each press of the on/off button, as per the reported fault. Corrosion was observed on the underside of the on/off button dome and its contact pads. Further corrosion was observed across the device, which would indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.